Event description:
The hospital reported during an ascending aorta replacement, an 8 mm 30 cm hemashield plat wdv was used for a perfusion line and the hospital staff reported excessive bleeding from the graft. A replacement device was used to complete the procedure. A transfusion was not required and the patient is recovering. The graft is not returning.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).